Manufacturer narrative:
One-unit of trapliner model 5566 was returned to vsi for evaluation. A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. On inspecting the product, separation was confirmed at the weld joint between half pipe and hypo-tube. No other damage was seen at the length of the catheter. As per IFU (instruction for use) it states to "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result." Based on the return product evaluation and the information provided, the most likely root cause for this failure is operational context and unintended user error.

Event description:
The trapliner had been backloaded over the guidewire and was going to be advanced into the valve when it broke.